Event description:
It was reported that the customer's insulin pump delivered four boluses that the customer did not program, which caused low blood glucose levels. The customer works in a machine shop, and wanted to know if the high magnetic fields may have an affect on the insulin pump. Advised the caller that the insulin pump should not be exposed to high magnetic fields. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.